Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noxious fumes/odor, personal air quality machine alarm, mouth/throat irritation, burning lung sensation, plugging air filter after 3 days, low pressure alarms, sd card failure alarms, and sleep dysfunction. The patient has been using soapy water and vinger to clean device and states he does so because of environmental issues with water supply. The patient required prescription medications, such as antibiotics, prednisone. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noxious fumes/odor, personal air quality machine alarm, mouth/throat irritation, burning lung sensation, plugging air filter after 3 days, low pressure alarms, sd card failure alarms, and sleep dysfunction. The patient has been using soapy water and vinegar to clean device and states he does so because of environmental issues with water supply. The patient required prescription medications, such as antibiotics, prednisone. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noxious fumes/odor, personal air quality machine alarm, mouth/throat irritation, burning lung sensation, plugging air filter after 3 days, low pressure alarms, sd card failure alarms, and sleep dysfunction. The patient has been using soapy water and vinger to clean device and states he does so because of environmental issues with water supply. The patient required prescription medications, such as antibiotics, prednisone. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.